Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a cgm pairing issue, where the device cgm menu was set to dexcom g6 instead of the user¿s dexcom g7 continuous glucose monitor (cgm), which led to incorrect pairing attempts and the ilet operating in bg-run mode with suspended automated dosing; dosing was resumed after the cgm type was corrected and a new pairing code was entered. Symptoms included hyperglycemia with a peak glucose of 276 mg/dl and no associated clinical symptoms. Outcomes included a missed insulin dose while dosing was suspended. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.